Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
(B)(4). The moderately tortuous and moderately calcified target lesion was located in the right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, on the first inflation, it was noted that the balloon ruptured at 6atm. No protrusion into the inner lumen of the balloon was observed. The procedure was completed with another of the same device. No patient complications were reported.